Event description:
It was reported that medical attention was sought on (B)(6)2017 at 3:00 pm after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user experienced dizziness accompanied with a blood gluose reading of 500 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 129 mg/dl. No treatment was warranted nor was the end user transported to the ER due to her reading was within the normal range. No additional details were provided in regards to this medical event.